Event description:
While the surgeon was performing a tubal ligation procedure, the left fallopian tube was severed while capturing/banding. The right fallopian tube was transected while capturing/banding. Both tubes were cauterized to achieve hemostasis.

Manufacturer narrative:
The root cause of the fallopian tubes being torn by the device could not be confirmed. The investigation results did not provide or suggest a cause for the fallopian tubes to be torn. The device functioned and operated as designed; per the device simulation, it met the inspection criteria as called out in the specifications and IFU. A review of the device build records associated with this lot did not show any discrepancies with the manufacture of the lot.